Event description:
Received a report from a consumer's spouse informing the co that the consumer had experienced toxic shock syndrome (tss) "some time ago" and wanted to know what compensation was available.